Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the hospital on (B)(6) 2021 where it was discovered during analysis that their right atrial lead had become dislodged, resulting in loss of sensing and capture. The right atrial lead was explanted and replaced on (B)(6) 2021. The patient was stable throughout.